Manufacturer narrative:
Health professional's impression: original probe was removed from the pt and discarded. Another probe from the same lot number was tested by biomed. It produced the same problem. Further testing revealed that there was a problem with the rj-11 connector. Biomed test result: biomed initially duplicated complaint under normal setup conditions. Then they cut off rj-11 and connected directly to cable/device using alligator clips. The device ran for several hours with no problems. Physical examination of the remaining connector revealed that the wires were loosely attached and pulled out easily. Csz implemented a correction to the customer complaining about it and on all new shipments. Csz has discontinued these disposable probes (B)(4). Note: this MDR is being filed as a result of response to subsequent audit findings required in the warning letter cin-10-93004-17, dated 7/13/2010. This is an old complaint.

Event description:
The machine operated for approx 6-8 hours then "check probe" message came on and the machine stopped working in the middle of ECMO therapy. There are only 2 left from that lot number. The dept recently ordered another batch. The sheathing looks different so they may have changed designs or gone to another supplier. Biomed was made aware of this situation through a repair call and not an occurrence report. The pt's outcome in this case is unk. We learned that the dept had been dealing with this issue for a while and rectifying the problem on the floor by swapping out probes. (B)(4).